Event description:
It was reported that the ventilator stopped ventilating during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped ventilating during patient treatment. There was no patient harm. No repair was performed. The evaluation of received device logs shows that ventilation was in standby (not started) at the time of the reported event(B)(6)2019 , 23:01. The device logs contain several clinical alarms showing that some adjustment may be needed but do not indicate any technical failure with the ventilator or any indication that ventilation had suddenly stopped. Any further information to clarify the event could not be presented and it was requested that the complaint should be closed. The conclusion in this matter is that the reported issue that ventilation had stopped during patient treatment could not be confirmed from the received device logs or from any other received information. There was no indication of a technical failure with the ventilator.

Event description:
Manufacturer ref.#: 279988.